Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
User facility medwatch # (B)(4) reported that: "during procedure coronary artery bypass grafting x 5, a screw believed to come from the wire cutter inadvertently came loose from the device and fell into the small opening on the left after wiring of the chest had been completed. This screw was not noticed to be missing from the wire cutter at the time of the procedure nor was it detected on post-operative x-rays. Seventeen days later, the pt underwent a chest x-ray for an unrelated reason to the previous procedure and a foreign body (1 cm dense foreign body) overlying the thoracic 7 vertebral body level in the midline on the ap window and overlying the anterior aspect of the mediastinum on the lateral view was then identified. This was removed w/o difficulty. There was no pt injury."